Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing. The lead was reprogrammed and remains in use. It was also reported that the right ventricular (rv) lead exhibited chronic variability in thresholds, occasionally reaching a high range; however, there were no capture issues. No changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.